Event description:
It was reported that following the implant the leads the patient had a pericardial effusion. Echocardiogram and computerized tomography (CT) scan did not show either lead being extracardiac. If there was a cardiac perforation it is unclear which lead may have been involved. The fluid was drained from the pericardium and the leads remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: rvdr01 implantable pulse generator (B)(6) 2012. (B)(4).